Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed that it powered on/off by itself. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and was unable to duplicate the reported/observed problem.

Event description:
The customer reported that the device would power itself off after turning on for a few seconds. There was no report of patient use associated with the event.